Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer inspected the system and addressed the reported ergonomic errors at power up by reseating the j18 connection on the mceb board. Following this intervention, the system was power cycled multiple times and functioned without further errors, confirming that the issue was resolved and the system was ready for use.

Event description:
It was reported that during power up of the da vinci 5 system, ergonomic errors were observed related to console one. The technical support engineer checked for obstructions to the armrest assembly, performed a power cycle, and cycled the breaker on the affected console. Despite these actions, the system continued to fault with an error related to the armrest assembly. The ergonomics on console one were disabled, allowing continued use of the console, and all troubleshooting steps were completed. The customer reported event has no report of patient injury.